Event description:
Customer's medwatch states "IV tylenol being administered. Backcheck valve on IV tubing not functioning. Secondary medication flowing directly into primary bag. IV tubing set up correctly. Clinical educator verified. New tubing hung and medication administered without difficulty. Malfunctioning tubing sequestered." No further info is provided, no pt info available and set model number not provided, only "versasafe" was stated.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.